Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue. The surgeon was able to remove the device manually with no patient injury or tissue damage. The device knife is reported as being extended from the jaws.